Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent emergent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. After the trunk-ipsilateral leg component was deployed, a wire cannulation difficulty into the contralateral gate had occurred. And then, while attempting a pull-through guidewire from the brachial artery, the patient's condition suddenly changed. The blood pressure decreased and ventricular fibrillation occurred. A cardiac massage was performed but the patient expired. The fsa reported re-rupture might have occurred during the procedure because the patient's blood pressure was stable until the condition changed suddenly.